Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the balloon catheter was introduced into a moderately calcified and 90% stenosed 5.0 mm superficial femoral artery (sfa). The balloon reportedly ruptured at 16 atm. A non-abbott balloon catheter was used to complete the procedure. There were no reported patient sequelae. No additional information was available.